Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by contacting technical support (cts) and was guided to reset the pump, which resolved the malfunction as the error did not recur. Customer may continue to use the pump.